Event description:
An end user has reported that the bed will not go up and she has to push to go down. The spring under the bed came loose also. She has not reported an injury or that she was harmed.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number (B)(4), rev.f(aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: any further information received will be reported in a supplemental report.